Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead pulled back from the implanted spot. Also, during lead revision physician was unable to retract the helix back into the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement. Also, helix difficulty allegation was confirmed based on a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Further, known inherent risk was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead pulled back from the implanted spot. Also, during lead revision physician was unable to retract the helix back into the lead. A new lead was implanted. No additional adverse patient effects were reported.